Event description:
Related manufacturing reference number: 2017865-2023-02478. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead and right ventricular lead exhibited noise that was over-sensed by the device and led to inappropriate automatic mode switch. No intervention was performed. The patient was in stable condition.